Manufacturer narrative:
(B)(4).

Event description:
It was reported ((B)(6)) one of the patient's leads had migrated which was confirmed by x-rays. As a result, the patient will undergo surgical intervention. The patient has two leads. The device information is not available at this time.